Manufacturer narrative:
The customer stated that their calibration and qc were acceptable. The field service engineer (fse) found that the analyzer cuvettes were overflowing and the rinse tubing was worn. The fse replaced the detergent line and rinse tubing and performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 4 patient samples on a cobas 6000 c (501) module. Three of the four initial sample results were not reported outside of the laboratory due to being accompanied by delta check flags and a critical result flag. One sample's initial result was reported outside of the laboratory. Clarification on which sample's result was reported outside of the laboratory was requested but not provided. Sample 1 had an initial na result of 122 mmol/l. The repeat result from another laboratory was 136 mmol/l. Sample 2 had an initial na result of 126 mmol/l. The repeat result from another laboratory was 138 mmol/l. Sample 3 had an initial na result of 119 mmol/l. The repeat result from another laboratory was 135 mmol/l. Sample 4 had an initial na result of 130 mmol/l. The repeat result from another laboratory was 138 mmol/l. The repeat results were deemed correct. The electrode lot number and expiration date were requested but not provided.